Manufacturer narrative:
(B)(4) voluntary MDR/medwatch report number mw5182216-mw5182219. Please see related records (B)(4).

Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. It has been reported that there was a cgm consistently off over 100 points difference in in readings. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No injury or medical intervention was reported.